Event description:
Rn was inserting #18 angiocath. When the white button was released for retraction of the needle, blood flew into the bottom of the plastic container and squirted out of the hole in the bottom of the plastic container.